Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7091759.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced headaches, head itching sensations and tightness on her neck. It was noted the patient experienced a slight opening at the scalp incision site in (B)(6) 2024 where the physician stitched the wound and completed the procedure. The physicians assessment was that the itching was caused by the previous procedure, and the headaches and tightness were not related the devices, and no additional actions will be taken. The leads remain implanted and continue to deliver therapy.